Event description:
Health care professional reported a cracked arterial header after reusing dialyzer approx. 16-20 times. Per the health care professional there was no pt injury associated with this report.